Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was stuck at entering the password and was unable to launch the application. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck entering the password and was unable to launch the application. The field service engineer (fse) found the password screen on. The fse replaced the hard drive (hd) cable and rebooted the machine. The fse shut it down, wiggled the hd and cable while booting again, and confirmed it booted completely. The user was able to log in and access a drawer successfully. The system functioned as intended after the field service engineer repaired the device.